Event description:
Pt called back and says the ins is still turning itself off. They said they are also seeing no device found.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# unknown: product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported the ins is turning itself off since few weeks ago every couple mins, ins keeps going off and she knows its off because she can feel the pain. Patient services specialist (ps) asked patient to connect with controller, controller shows ins 90%, controller 90% charged and therapy is on. Ps reviewed therapy on/off button meaning. Ps reviewed the function of turning off each program individually. Ps reviewed controller function. Ps reviewed controller does not stay on all the time, controller goes to sleep. Patient stated she does not turn off the programs or the therapy. Ps recommend patient consult with hcp office for next steps. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient is not registered in the system. Patient stated implant was done (B)(6) 2022. Patient provided ins serial (B)(6) but that serial is already registered to another patient. Ps warm transfer patient to device registration and sent email to device reg. Ps assisted patient with navigating controller to the about screen to read the ins serial number nme04561h which is the same serial on the temp ID card.